Manufacturer narrative:
Evaluation completed. One bl5113 pack label from lot v8938 was returned in a plastic bag containing an unknown knife tray. Inside the knife tray was a purple phaco needle tip and one white-ish colored particle. The particle was hard to the touch, not soft. It was approximately 1 mm x 1 mm in size or approximately 80 microns compared to the tapi dirt chart. Microscopic examination of the needle tip found that it had visible damage. There was marring, gouging on the hub corners and shaft and needle tip. There were particles and dried solutions visible on the hub, shaft and the needle tip. The particle was sent to the lab and the conclusion stated, these analyses indicate that the white colored particle in plastic tray, consist primarily of polycarbonate. Lesser concentrations of chlorine, sulfur, calcium, phosphorus, silicon, and potassium were also detected. This is consistent with organic material with saline residue and mineral deposits. Lab eds analysis confirmed the particle tested was polycarbonate. The needle wrench in this pack is polycarbonate. If the needle wrench was not used according to the instructions, polycarbonate particles could be generated. Particle may have been generated by user through incorrect use of the needle wrench, but polycarbonate is a fairly common material found in medical devices so the exact source of the particle cannot be determined with high confidence. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported just before phaco commencement the surgeon returned the handpiece into the patients eye. The continuous irrigation was turned on only after entering the patient¿s eye when a white particle came out of the phaco needle. Using an intraocular forceps, the surgeon was able to remove the foreign body and continue on surgery without any further event. Surgery was completed successfully, no effect on the patient.